Event description:
It was reported that the lower display on the external pulse generator was dim and hard to read. It was noted that the generator had been sent in recently for repair of this same issue and it is not improved. It has been returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lower display on the external pulse generator was dim and hard to read. It was noted that the generator had been sent in recently for repair of this same issue and it is not improved. It has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis could not confirm the customer comment that the liquid crystal display (lcd) was dim and hard to read. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).